Event description:
It was reported that the patient went into ventricular tachycardia, but therapy shocks were unsuccessful due low defibrillation impedance of the right ventricular lead. Programming changes were made to change the shocking vector and patient was successfully returned to sinus rhythm. There were no patient consequences.